Event description:
Customer reported an unexpected negative reaction on the echo. Customer states a patient sample initially resulted positive for antibody screen performed on the echo. Additionally, 12 out of 14 cells were positive with manual capture-r ready ID (crrid); there was no apparent specificity. Furthermore, customer stated repeat testing was performed on another echo at the facility and resulted with a negative antibody screen and crrid.

Manufacturer narrative:
The returned sample exhibited 2+ to 3+ hemolysis and was not tested on an in-house echo.manual testing was performed with the customer's sample using retention capture-r ready-screen (3). The sample was nonreactive with cell ii and cell iii and exhibited very weak reactivity with cell I.